Event description:
It was reported that the user, a contractor, struck the ilet device against an object, after which the top portion of the screen was not visible; the user could still navigate for meal announcements and continued using the ilet app for blood glucose levels while paired with a dexcom g7. Symptoms included no injury and no reported adverse physiological effects. Outcomes included no impact to blood glucose control and no need for medical care or hospitalization. Investigation included arranging replacement and retrieval of the affected device for further assessment. Investigation of this case revealed a damaged display consistent with external physical impact to the device¿s screen assembly, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external force.

Manufacturer narrative:
Initial.